Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery. A 3.0x28mm promus element drug-eluting stent (des) was advanced and successfully deployed. Following post-dilatation, the physician noticed an edge dissection in the proximal part of the stent. To cover the edge dissection, a 3.0x16mm des was deployed proximal to the first stent in an overlapping manner to complete the procedure. No further patient complications were reported and the patient status is stable.